Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been returned to the manufacturer for analysis. Parts not returned.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively while setting up equipment for a sacroiliac and thoracolumbar procedure, the site noticed that the screw thread of the clamp was damaged (worn out). There was no delay to the procedure and no reported impact on patient outcome.

Manufacturer narrative:
Additional information: lot number, unique device identification(UDI) and manufacture date provided.

Manufacturer narrative:
Correction: UDI number. The spine clamp was returned to the manufacturer for analysis. Analysis found that there was some debris in the threads of the adjustment screw of the returned clamp but the clamp was found to be fully functional. Device manufacture date provided. If information is provided in the future, a supplemental report will be issued.